Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1628c146ee, serial/lot #: (B)(6), ubd: 06-mar-2027, UDI#: (B)(4) ; product ID: etlw1624c146ee, serial/lot #: (B)(6), ubd: 04-dec-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during endovascular treatment of an abdominal aortic aneurysm. It was reported that there was post-operative access site bleeding from the groin and a blood transfusion was administered. The bleeding resolved the following day. This adverse event resulted in prolonged hospitalization until six days after the index procedure. The site assessed the event as not related to the device, index procedure, or an underlying condition or disease. The sponsor assessed the event as having a causal relationship to the study procedure due to the timing of the event.